Event description:
It was reported that during a moderately tortuous, heavily calcified, proximal to distal, right coronary artery stenting procedure, during pre-dilatation a mini trek rx (1.2x6mm) balloon ruptured at 10-12 atmospheres with the first inflation. The mini trek rx (1.2x6mm) was removed without difficulty. A non-abbott balloon and two promus element stents were deployed to successfully complete the procedure. There were no adverse patient effects and no significant delay in the procedure reported. There was no additional information reported.

Manufacturer narrative:
(B)(6), during processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: rinato, sion blue. Guide cath: launcher 6f sal75. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.